Event description:
It was reported that during a laparoscopic gastric bypass procedure the surgeon fired the device when the reload was removed the knife was stuck in the channel and would not reverse. The tech manually pushed the knife back and reloaded the device and it fired perfectly. The second firing the knife was stuck and would not reverse. They used another like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged pusher block. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st and second firings. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis results found that the device was returned with the knife exposed and without a reload present. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pusher block was found damaged. This condition caused the knife did not return once the firing trigger returned to home. While no conclusion could be reached as to how the pusher block became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.